Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo eccentric lesion measuring 3.0mm in diameter and 25mm in length was located in a moderately calcified distal femoral artery that was severely tortuous in the vessel proximal to the lesion. The lesion was predilated with a 2mm x 3cm ultra-thin diamond balloon. The lesion was further treated with a non bsc atherectomy device. A 3.0x30mm apex balloon was then advanced to the lesion to predilate prior to stenting. The physician was attempting to advance the device over a non bsc guide wire that was kinked and resistance was felt at the iliac bifurcation and also while attempting to cross the lesion. The device shaft fractured at the location of the monorail port and the device was removed with a snare. The procedure was completed by stenting with both a 6mm x 4cm sentinol stent and a 7mm x 39mm sentinol stent. The stents were then post-dilated with a 5mm x 6cm ultra-thin diamond balloon and a 5.0x20mm nc quantum apex balloon. No patient complications occurred. Patient condition is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo eccentric lesion measuring 3.0mm in diameter and 25mm in length was located in a moderately calcified distal femoral artery that was severely tortuous in the vessel proximal to the lesion. The lesion was predilated with a 2mm x 3cm ultra-thin diamond balloon. The lesion was further treated with a non bsc atherectomy device. A 3.0x30mm apex balloon was then advanced to the lesion to predilate prior to stenting. The physician was attempting to advance the device over a non bsc guide wire that was kinked and resistance was felt at the iliac bifurcation and also while attempting to cross the lesion. The device shaft fractured at the location of the monorail port and the device was removed with a snare. The procedure was completed by stenting with both a 6mm x 4cm sentinol stent and a 7mm x 39mm sentinol stent. The stents were then post-dilated with a 5mm x 6cm ultra-thin diamond balloon and a 5.0x20mm nc quantum apex balloon. No patient complications occurred. Patient condition is listed as fine.

Manufacturer narrative:
(B)(4).